Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had chipped at battery compartment and clip was broken in back where connects to insulin pump, chipped around reservoir. Customer stated that the insulin pump had bad battery and rejects batteries, motor error. Customer stated that the insulin pump had crack near screen and random no delivery alarm. The device will not be returned for analysis.